Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot#: 2280007 was not found for the reported catalog#: 381534. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from french: "during the installation of the catheter, a nurse from the multipurpose medicine department wanted to retract the needle by pressing the retractor button provided for this purpose, but it remained blocked, making retraction impossible. This resulted in a risk of a blood exposure accident."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from french: "during the installation of the catheter, a nurse from the multipurpose medicine department wanted to retract the needle by pressing the retractor button provided for this purpose, but it remained blocked, making retraction impossible. This resulted in a risk of a blood exposure accident."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.